Event description:
It was reported that during an infusion of lasix, the pump stopped unexpectedly. The infusion was started on (B)(6) 2023 at 12:30pm and the event occurred on (B)(6) 2023 at 11am. There was patient involvement however, no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during an infusion of lasix, the pump stopped unexpectedly. The infusion was started on 05 may 2023 at 12:30pm and the event occurred on 06 may 2023 at 11am. There was patient involvement however, no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.